Event description:
Report received of an overdelivery. The pump was programmed to deliver eight 30ml doses of an unspecified concentration of nafcillin, every 6 hrs over a 48 hr period, container size unspecified. During the last dose, the pump alarmed proximal occlusion and the container was reportedly empty earlier than expected. The homecare patient's family had inadvertently cleared the pump volume history earlier in the therapy, however the pump display read 28ml had infused for the last dose prior to the alarm. The customer reported no adverse patient effects. Though requested, no further information was available.